Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station order unit dose not matching up between software and pyxis. A technical support specialist made several attempts to contact the customer, but there was no response. The system functioned as intended after the troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system station order unit dose not matching up between software and pyxis. A customer reported that a patient had an order for the dispensing of 1 tablet of a specific medication; however, the nurse was instructed to remove 4 tablets without any override. During the subsequent shift, a different nurse encountered the same issue with the same medication. This time, she successfully returned the excess tablets to stock and was then prompted to remove only 1 tablet. There were no adverse events or injuries reported based on this incident.